Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, there was a square piece of acrylic material attached to the inside surface of the haptic after insertion of iol. The full haptic was there, but it was like an extra piece. The lens remains implanted in the eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A qualified handpiece and cartridge were indicated. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. A determination cannot be made with out evaluation of the sample to determine if the haptic was damaged or if there was material present on the haptic. It is unknown if a qualified viscoelastic was used. The IFU (instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. Follow the section regarding directions for use for information on the maximum allowed time for the company iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).